Event description:
It was reported that shortly after this pacemaker was implanted, this patient was evaluated in the emergency room. The patient experienced episodes of bradycardia. Upon device interrogation, loss of capture (loc) was noted on this right ventricular (rv) lead. Impedance measurements were noted to decrease but still within range. High capture thresholds were noted as well. The physician suspected a lead perforation, therefore an echocardiogram was performed and the lead perforation was not confirmed but a small pericardial effusion was observed. A revision procedure was performed and this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.